Manufacturer narrative:
Block b3: exact date unknown, event occurred approximate 2 weeks after (B)(6) 2022.

Event description:
It was reported that the patient experienced inadequate pain relief from the indirect decompression (ID) spacer. The patient underwent a procedure where the spacer was removed, and a laminectomy was performed. The patient did well post-operatively. Physical analysis of the ID spacer was not performed as it was retained by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate pain relief from the indirect decompression (ID) spacer. The patient underwent a procedure where the spacer was removed, and a laminectomy was performed. The patient did well post-operatively. Physical analysis of the ID spacer was not performed as it was retained by the facility.